Event description:
Event description guidant received information that this right ventricular lead had an impedance measurement of >2500 ohms and noise was observed on the electrocardiogram. Additionally, there was no capture at high outputs. The field representative suspected a lead fracture. The patient had an intrinsic rhythm and no adverse effects were observed.